Event description:
During closure, the provider noted a suture needle tip had broken in the subcutaneous tissue of the incision. The procedure was paused, intraoperative x-ray confirmed the fragment location, and it was successfully retrieved. A second x-ray verified no remaining fragments. The procedure was completed without further complication.